Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Said he was able to put in one side further than the other. The left coil did not go in as far as the right side". The patient's past medical history included abdominal pain. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal, headache, amenorrhea and galactorrhea. Concomitant products included venlafaxine (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("migraines/headaches"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced anxiety ("psychological psychiatric problems (anxiety and depression)") and depression ("psychological psychiatric problems (anxiety and depression)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), ovarian cyst ("ovarian cysts") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia, menorrhagia, migraine and procedural pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, headache, ovarian cyst, anxiety, depression, weight increased and the last episode of abdominal pain lower was resolving. The reporter considered alopecia, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes ultrasound scan - on an unknown date: one essure coils had perforated her fallopian tube . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal cramping in lower. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. A69941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Said he was able to put in one side further than the other. The left coil did not go in as far as the right side". The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("migraines/headaches"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced anxiety ("psychological psychiatric problems (anxiety and depression)") and depression ("psychological psychiatric problems (anxiety and depression)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), ovarian cyst ("ovarian cysts") and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia, menorrhagia, migraine and procedural pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, headache, ovarian cyst, anxiety, depression, weight increased and the last episode of abdominal pain lower was resolving. The reporter considered alopecia, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: one essure coils had perforated her fallopian tube. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding , vaginal bleeding, headaches, ovarian cyst, anxiety and depression weight gain, device use issue are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), alopecia ("hair loss"), muscle spasms ("severe cramping"), menorrhagia ("heavy menses"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, alopecia, muscle spasms, menorrhagia, migraine and procedural pain outcome was unknown. The reporter considered alopecia, fallopian tube perforation, menorrhagia, migraine, muscle spasms, pelvic pain and procedural pain to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes ultrasound scan - on an unknown date: one essure coils had perforated her fallopian tube. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.